Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level. Bg value not provided. The customer administered manual insulin injections to address bg and customer reverted to manual injections for insulin therapy.